Manufacturer narrative:
A stryker service representative evaluated the customer's device and was able to verify the reported issue. After replacing the device's lid, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
During routine preventative maintenance testing by stryker, when opening the device lid, the magnet retaining clip fell out of the device. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Event description:
During routine preventative maintenance testing by stryker, when opening the device lid, the magnet retaining clip fell out of the device. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Root cause was determined to be the missing magnet.